Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 249 mg/dl, 143 mg/dl, and 108 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The pt reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the pt's left eye (os) on (B)(6) 2008. The pt reported having lost vision due to the development of a cataract. The cataract was diagnosed on (B)(6) 2008. The icl remains implanted, but cataract surgery is pending. The pt's post-op va was 20/20 and the prognosis is excellent.